Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Stent obstruction is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that a stent occlusion was observed, approximately three (3) months following a right eye (od) trabecular microbypass stent system procedure. Following a postop examination at approximately nine (9) months, the surgeon observed both stents completely occluded by the iris. Per report, there is no issue with intraocular pressure (iop), and no intervention was required. Through follow-up, the surgeon reported an uneventful cataract surgery followed by stent implantation. The surgeon reiterated that the degree of stent obstruction was complete obstruction with no intervention required. The patient's most recent status was reported as "both stents remain completely occluded and no issues with intraocular pressure (iop)". Any omitted information was not available through additional follow-up.